Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-apr-2026, it was reported by an arthrex subsidiary employee via email that an ar-4020c-06 fastthread biocomposite interference screw could not be advanced over the nitinol wire, as resistance was encountered and the screw appeared to have material obstructing it. This was discovered during an mpfl procedure on (B)(6) 2026.